Event description:
Additional information was received that the noise was suspected to be due to an unrelated surgery and lead damage is no longer suspected.

Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the right atrial (ra) lead. Lead damage was suspected but not confirmed. Provocative testing was performed but the noise was not reproduced. No additional intervention has been performed. The patient is stable with no consequences.